Event description:
It was reported that the patient expired after 19 days of implant duration due to unknown reasons. It is unknown if patient's death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.